Manufacturer narrative:
E1. Initial reporter address:(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using bd vacutainer® sst¿ blood collection tubes that a sample was underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. To ensure that tubes draw to an acceptable volume a number of factors should be considered: evacuated tubes are designed to draw the volume indicated. Filling is complete when vacuum no longer continues to draw. When using a winged blood collection set for venipuncture a discard tube should be drawn first to ensure the blood collection set tubing¿s ¿dead space¿ is filled with blood. The quantity of blood drawn varies with altitude, ambient temperature, barometric pressure, age of the tube, venous pressure and filling technique. Tubes with smaller draw volumes (partial draw tubes denoted by translucent closures) may fill more slowly, due to the lower vacuum, than tubes of the same size with larger draw volumes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using bd vacutainer® sst¿ blood collection tubes that a sample was underfilled. There was no health impact or consequences reported.